Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure at nominal pressure the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further reported that the 80% stenosed target lesion was located in the non tortuous and mildly calcified left anterior descending artery. The balloon was inflated once at 12atmospheres for 20 seconds, however, during the seconds inflation at 14 atmospheres for 20 seconds, the balloon ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure at nominal pressure the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.